Event description:
It was reported that (1) hp052 was used during a tonsillectomy procedure. It was reported by the rep that the device went to solid tone after connecting with dh105 blade. Tried a second blade and still solid tone. Replaced handpiece and completed the procedure. There was no consequence to the pt.